Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had noted a there was a hole on the scalp of the patient where the burr hole cover was located. During the initial implant, it was noted that the patient had thin skin on the scalp; physician assessed that this coupled with the hump of the burr hole cover is what caused the wound to not completely heal. Patient underwent an explant procedure to remove the burr hole cover, and is reported to be healing.